Event description:
Lancets with lot # 2110820, product # 202t, ndc # (B)(4): entire needle slips out of the plastic base when removing the tip. Lancets are blue, and have 2 notches on one side and one notch on the other. Needle base is visible through the holes on the side with 2 notches only. The other side is solid. Pt reports not all lancets in the box are defective. Dates of use: (B)(6) 2012.